Manufacturer narrative:
Device evaluation: the za9003 sample was received inside a box on 05/28/2018. Only a box with the lens case insert was received. The lens was not returned in the sample. The reported issue was not verified. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was implanted into the eye and it sunk deep into the capsule. The doctor felt the lens would not stay in place, so it was removed within the same procedure. The incision was enlarged, and an anterior chamber lens was used to complete the procedure. The patient was reported as fine post-op. No further information was provided.